Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the torn guidewire tip was likely cause by the user inserting the tip and guide wire into the endoscope at a sharp angle and force was applied. However, specific root cause could not be determined. The issue can be prevented by following the bml-v442qr-30 instruction manual which provides the following warning: ¿ when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that twice, the part of the guidewire tip of the mechanical lithotriptor, where the guidewire was inserted, was torn which made it difficult to insert it. The issue occurred during a therapeutic procedure which was completed by using a second lithotriptor. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.